Event description:
A medtronic representative reported an inaccuracy while in a cerebellum tumor resection case. They used axiem with a mayfield and the patient was in the prone position. The patient registered fine, however, the stealth was inaccurate when in the brain. Accuracy was checked after the patient had been stitched and accuracy was good. It was noted that the patient tracker was placed on the mastoid and the incision was expanded with the retractors, moving the tracker. The incision was very large. There was no harm to the patient reported.

Manufacturer narrative:
The patient's weight is not available from the site. The patient track to patient anatomy relationship was changed with the expanded retractors near the tracker. Software investigation finds software is functioning as designed.